Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by latch position. A field service engineer adjusted the hasp position to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a hardware failure fridge door cannot close. The customer reported temperature of the fridge was increase due to this unable dispensing medication and delay in patient care workflow. There were no adverse events or injuries reported based on this incident.